Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after trauma, the patient could not adjust stimulation because it was at the upper limit. Loss of efficacy occurred and the device system was no longer covering her pain. The trauma that occurred was the patient's showerhead fell and hit in the area near the leads. Additional information has been requested, but was not available as of the date of this report.